Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing morphine (5mg/ml, dose is unknown). The indications for use included non-malignant pain, post-laminectomy pain, and failed back surgery syndrome. It was reported that the patient's pump appeared to be tilted in the abdomen, and was causing the patient pain. It was unknown when the issue began. No troubleshooting was performed. The pump was replaced because normal battery depletion was to occur in 1.5 years, and the new pump was repositioned in the patient's back. It was unknown whether any environmental, external or patient factors that may have contributed to the issue. No other abnormalities were noted regarding the pump, and the issue was considered resolved. The patient's status was noted to be alive - no injury.